Event description:
It was reported that the patient experienced an overdose. The patient was hospitalized on (B)(6) 2012 after becoming increasingly drowsy. The pump refill was performed under fluoroscopy the day before. On (B)(6) 2012, the day after refill, overdose symptoms started and emergency medical services (ems) was called and administered narcan. The patient was transported to the emergency room where more narcan was administered. As of (B)(6) 2012 the patient was in the intensive care unit and seemingly doing better. The healthcare provider (hcp) did not believe a pocket fill occurred, but the cause of the event remained unknown. The patient experienced altered mental status and drowsiness symptoms associated with the overdose. The medications in the pump were dilaudid and bupivicaine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that as of (B)(4) 2013, the patient was hospitalized due to end stage renal failure not related to his implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2000; product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)